Event description:
It was reported that during the procedure the valve portion of the (B)(6) guiding catheter caught on the (B)(6) pacing lead resulting in lead dislodgement. The pacing lead was successfully repositioned. A biotronik slitter was used during the procedure. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).